Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that during biomed testing, the device inappropriately shut down. Upon re-starting the device , it powered up in the incorrect mode. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The reported malfunction of "inappropriately shut down" was observed during review of the device activity logs. However, the reported problem could not be duplicated with the device. The monitor board was replaced as a precaution. The reported malfunction of "incorrect mode" was not replicated or confirmed. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.